Event description:
Pt samples and control results on the display do not match the printout of the suspect device. Ran positive control on suspect device and display read 0.52 ng/ml, the printout of the suspect device read a negative result. A second sample on the suspect device read negative on the display, but the printout read 0.23 ng/ml.